Manufacturer narrative:
Initially it was reported that the device had a head error at start up and caused the complaint. The affected rotaflow drive was shipped to germany for repair by the manufacturer emtec under RMA#(B)(4). Incoming goods in rastatt on 2020-02-19; functional test in rastatt on 2020-02-20; --> failure not be confirmed as the failure occurred during startup. Sent to emtec on 2020-02-24; back from emtec on 2020-04-16; outgoing goods 2020-04-17. According to the service report rma2020-10051 from emtec dated on 2020-04-08 the error described by the customer is reproducible. The electronic boards mc1 und mc2 are detected as defective. The electronic boards mc1 and mc2 were replaced and a missing closing assy was installed additionally. After replacement the drive passed all tests. After return the rotaflow drive was tested in rastatt according to the service protocol (see service report 10478125 dated on 2020-04-17). No safety or functional defects were detected. The reported failure could be reproduced and confirmed. Most possible root cause could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Event description:
Head error at start up. The console doesn't report drive hours. Put on a test drive and it works fine. (B)(4).